Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the right atrial (ra) lead exhibited a perforation which caused a pleural effusion. The patient also experienced chest pain. The ra lead was cut by the physician nd the atrium was patched until the rest of the lead could be removed through the pacer pocket. The ra lead was programmed off and later explanted and replaced. No further patient complications have been reported as a result of this event.